Event description:
Customer alleges spacelabs pt monitor failed to alarm during low nibp readings.

Manufacturer narrative:
Spacelabs' field service engineer tested the device with a simulator in the hospital. Spacelabs could not reproduce the customer's complaint and found the device working to specifications. The hospital has returned the equipment to full service and is currently using the device to monitor pts. There have been no reports of similar issues. We have concluded that no further action is required and consider this issue closed.